Event description:
This event involved a patient with an acute mi. The iab was inserted prior to CABG. During sheathless insertion, the patient complained of acute right leg pain as the iab passed over the guidewire. At the same time, blood was observed in the helium tubing. Because of this, the iab was removed and a second iab was inserted in the left groin. There were no additional patient complications.